Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unknown. It was stated that the customer was getting no delivery and motor error alarms prior to the event. The caller stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the self test. Unable to conduct functional testing as there were no extra supplies on hand. It was stated that the insulin pump had alarmed motor error multiple times within a month. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.